Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has thoracic and cervical scs systems. It was reported the patient was unable to establish communication between her thoracic ipg and charger and consequently she lost stimulation. The patient stated she had noticed charging gradually had become more difficult. A second charging system was unable to resolve the issue. It was reported surgical intervention will be undertaken to address the issue.